Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited noise over-sensing. The device was retrieved and replaced. The replacement leadless pacemaker exhibited the over-sensed noise as well. The noise was suspected to be due to an external source. The physician decided to leave the second device implanted. The next day, upon device interrogation, no further noise was noted. No intervention was performed. There were no patient consequences.